Event description:
The customer reported that unit alarmed with insufficient air pressure while in use on patient. The customer reported that the unit was in use on patient, but there was no patient harm reported. The unit was swapped out. The customer contacted product support and requested for service repair. Further information is pending.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
Per authorized service personnel (asp) there's no delay in therapy reported. No parts was replaced. The air module was cleaned, to address the reported issue.